Event description:
The patient was enrolled in the heal laa study on (B)(6) 2023 with patient identifier (B)(6). It was reported that thrombosis and hypotension occurred. A left atrial appendage (laa) closure procedure was performed on the day of enrollment in the study. Prior to the procedure, heparin was administered. The patient underwent successful placement of a 31mm watchman flx pro laa closure device with complete laa seal deployment device diameter of 31mm. On the same day, the patient was discharged. On (B)(6) 2023, 44 days post-implant procedure, the patient was seen for routine follow up. Transesophageal echocardiogram revealed a pedunculated, mobile thrombus on the atrial facing surface of the watchman flx pro closure device and a trivial pericardial effusion. At the time of the event, the patient was on aspirin and clopidogrel. The patient was hospitalized. The next day, clopidogrel was discontinued and the patient was started on apixaban and the patient was discharged home. The next day the patient was brought to the emergency room with complaints of dizziness and borderline hypotension. The patient was hospitalized. The patient's blood pressure was 86/55. Computed tomography, lab tests, and x-ray were performed which showed no pericardial effusion. The patient was diagnosed with hypotension due to hypovolemia. The patient was administered 1500cc of normal saline and blood pressure improved. The patient was kept in the hospital overnight. The patient was on four (4) blood press medications which were adjusted or discontinued to treat the event. The physician concluded that the hypotension appeared to be related to lack of oral hydration. The next day the event was considered resolved and the patient was discharged home.